Event description:
The customer reported that there was a diluent leak of approximately 4 ml from the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. There was no error messages associated with the event. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were associated with this event.

Manufacturer narrative:
The fse inspected the instrument and found a disconnected lower sheath restrictor tubing due to a restriction/kink in the tubing. He trimmed the tubing to remove kink and reattached it to the instrument. The system performance was verified. (B)(4).